Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the act button sometimes had to be pressed twice and the insulin pump will randomly shut off. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received unexplained no delivery alerts. The device will not be returned for analysis.